Event description:
It was reported that externalized conductors were observed under fluoroscopy during normal device change out. There were no electrical anomalies. The lead was capped and replaced. The patience was stable post procedure.

Manufacturer narrative:
(B)(4).